Event description:
In 2009, the patient reported to a company representative that he was experiencing air bubbles in his insulin set tubing and the infusion set had come undone. On follow up with the patient, he stated he has had elevated blood glucose readings up to 250-300 mg/dl. Symptoms were feeling irritable and tired and he corrected his readings by bolusing insulin. He stated his readings were due to air bubbles in his cartridge and tubing. He said he would prime the air bubbles out but they kept returning. The patient stated he was "scared" he would overtighten the tubing and cause damage to the insulin cartridge inside his infusion device. His infusion set kept coming undone from the adapter. He stated he switched to his prior infusion device and infusion sets and his blood glucose has returned to normal. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.